Event description:
Additional troubleshooting information was received. It was reported that after rebooting, the main cart monitor was flickering between blank and the application. The clinical specialist (cs) had hdmi cable for monitor plugged into input/output (I/o) panel hdmi port on graphics cart. Cs moved monitor hdmi cable to usb-c to hdmi dongle and video was fully restored. After replacing the computer the camera cart showed no video detected and the main cart was showing regular video. The camera was connecting and able to track. Cs was directed to reseat ethernet and video cables on the back of the computer. The camera cart then showed video.

Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to sections a and b5. H3) a manufacturer representative went to the site to test the navigation system. It was reported that the computer was replaced. The 9735764r computer (lot #: 1846c01014) was returned to the manufacturer for evaluation. There was no failures found. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v 9.1. The computer was fully functional. H6) codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure type was a sacroiliac and thoracolumbar procedure, posterior lumbar fusion (psf), from levels t7-t12. The issue happened in the beginning of the case. There was approximately a 10 minute delay. The surgery was not aborted. Navigation was aborted. They never used the imaging system for imaging since the navigation system was not working. No patient impact nor injury. All the navigation instruments were verified, and it stayed that way for about one minute, and then it went to a black screen with a scrolling message of ¿no video input¿.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system successfully verified the instruments, the unit then shut down. The representative tried to power cycle the unit a few times, however, the unit only booted into "no video detected" message. Upon further troubleshooting the representative believed this to be a computer issue. The video card seemed to be dropping out of operation randomly while the system was on. Reseating connections had no effect. No error lights were illuminated on the uninterruptible power supply (ups).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: computer 9735764r nav with pcoip s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.